Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Manufacturer narrative:
Correction: b1 (type of report), b2 (outcomes attributed to adverse event), g4 (510(k)#), h10 (plant investigation) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization, pd catheter removal and transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. Although a cause of the peritonitis has not been determined, culture results were positive for fungi. Causes of fungal contamination include breaks in sterile technique when connecting peritoneal catheters to bags of dialysate, infections at the cutaneous site of catheter entry, intestinal perforation, and transmigration of fungi across the bowel wall into the peritoneum. The international society of peritoneal dialysis (ispd) recommends immediate catheter removal when fungi are identified in the pd effluent. Based on the available information and no allegation or evidence of a deficiency or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had their pd catheter (not a fresenius product) removed due to an infection. Additional information was obtained through follow-up with the pd clinic. It was confirmed that on (B)(6) 2023 this patient had their pd catheter removed due to fungal peritonitis. The patient had a recent peritonitis event for which they were being treated with antibiotics. However, on (B)(6) 2023 the patient was sent to the emergency room (ER) as they were not feeling well. The patient had pd effluent cultures, fungal cultures, and blood cultures drawn. The blood and fungal cultures were positive for growth (organism unknown). The patient continued with antibiotic therapy. The patient was sent back to the hospital (unknown date) and was admitted. During the hospitalization is when the pd catheter was pulled due to the fungal peritonitis event. The patient is continuing antibiotic therapy (drug, dose, route, frequency, and duration unknown). The patient is completing hemodialysis (hd), and it is unknown if she will return to pd therapy once she recovers from the fungal peritonitis. The cause of the peritonitis is unknown. The patient remains hospitalized and no additional information is available due to no hospital records being sent to the pd clinic.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.